Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted (B)(6) 2010.

Event description:
It was reported that the right atrial (ra) lead had high thresholds and low impedance. It was also noted that post atrial fibrillation (af) ablation the ra lead was undersensing p waves in unipolar and not sensing p waves in bipolar setting. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.